Manufacturer narrative:
Complaint evaluation: the service engineer found the device needs a high voltage capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the device fails functional test at electrodes check. There was no patient involvement.